Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that they pressed a button and the insulin pump stopped working. Customer also reported that the contour meter was turning off. The customer also reported low blood glucose levels. The customer's blood glucose level ranged from 28 to 44 mg/dl. The customer treated by drinking soda. The customer was advised to remain disconnected from the device and revert to a back-up plan. The customer was able to turn the bolus wizard off. Nothing was replaced or returned.